Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During the first diagnostic assessment, it was determined that the reported condition was not confirmed and therefore, an assignable root cause was not determined. It was determined that the moving parts of the device did not move smoothly, and the device had missing components and damaged connector. It was further determined that the device had failed pre-test for visual assessment, fischer connection assessment and irrigation pump. A second diagnostic assessment was performed during repair, and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had missing component and component damage. It was further determined that the device failed pretest for visual assessment, visual connector assessment and and fischer connection assessment. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported from japan that the console of the motor device was displaying an e06 error (overheat warning) message when used with the motor device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: console device ((B)(6) 2023) the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the console of the motor device was displaying an e06 error (overheat warning) message when used with the motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cord of the device was damaged, was loose, the device was making excessive noise, had vibration, and the etching was illegible. It was further determined that the device failed pretest for visual assessment, loctite assessment, and noise assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).